Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from connector oxide. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP.the device was returned to a third party service center for evaluation. The third-party service center visually inspected the device. During evaluation, connector oxide was observed. The device was scrapped. This incident has been deemed reportable due to the corrosion found on the power connector.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.